Event description:
Customer reported discrepant tni results on triage sob vs. Unknown lab method. Due to the patient's condition and the elevated myoglobin and bnp results of the sob test, a blood sample (taken on the same date and time as the triage result) was sent to an external lab. Patient symptoms: tingling paresthesias, pain in arms and chest. Treatment: chronic total occlusion (cto), recanalization of ramus intermedius with implant of a de stent. Treatment was not based on triage results but was delayed. Treatment was based on the external lab results.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retained devices of lot t15110n. No issues with recovery were observed and the product performed as expected. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Unable to determine the root cause of the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.